Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed due to the faulty charged coupled device (ccd). In addition, the non-reportable findings are as follows: the cable was found to be kinked and knotted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no image; lines were on the monitor. The issue was found at an unspecified procedure. The procedure was completed using a similar device with no delay. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that lines were on the monitor due to a communication failure caused by a failure of the cable. It is likely that the faulty cable was caused by a disconnection due to kinks on the cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.